Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional reported "hole in valve."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and white particles in the surface of the shell. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identified striated opening in the posterior side, consistent with use of a surgical tool and opening crack in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.